Event description:
Patient presented with acute chest pain. Anterior stemi(st-segment elevation myocardial infarction), primary pci, loaded with dapt(dual antiplatelet therapy). Pci(percutaneous coronary intervention) was performed of lad(left anterior descending artery) occlusion, 100%, vessel calcified. The lesion was predilated with a 2.5 x 12 mm compliant balloon. There was a waist due to calcium. Ivus(intravascular ultrasound) was used but would not pass. A 2.5 x 12 mm nc balloon was trialed to high pressure. There was still a waist present. We decided to proceed with 2.5 x 12 mm shockwave balloon. For the first inflation, we used 2 atm and 2 cycles. It appeared there was some improvement of the waist. For the second inflation, we used 4 atm, and immediately the balloon burst. Unfortunately, however, it was difficult to remove the balloon. Several strategies were deployed (multiple attempts to remove air from balloon, advancing and withdrawing, etc) and deep seating of the guide was required to remove it. On first view, there was dye hang up in the diagonal. This cleared and it was evident there was no dissection. Patient had a prolonged ischemic time due to this event. A 2.5 mm x 18 mm skypoint des(drug-eluting stent) stent was placed in the mid lad(left anterior descending artery) to high pressure (14 atm). Ivus was used to assess stent expansion and to assess the integrity of the lm and proximal lad. There was excellent expansion and apposition. No edge dissection. The proximal lad and lm was without trauma. There was evidence of a small area of distal embolization in the very apical lad. Decision made for conservative management. Ef(ejection fraction) was low on tte(transthoracic echocardiogram) next morning. Concerns include balloon rupture at low atmosphere and marked difficulty removing balloon from coronary artery.